Manufacturer narrative:
(B)(4). The device was returned to baxter prior to this complaint being reported, therefore a complete sample evaluation was not performed. The device passed return instrument test/evaluation (rite) functional and electrical testing, and was found to meet functional and electrical performance specification requirements prior to being routed to service. A service history review revealed no previous service events that were related to the reported condition. There was no non-conforming product identified related to the reported problem. The event history log review did not indicate any alarms/failure codes, keystrokes, programming, or use related events that would indicate and/or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed pd therapy with a homechoice (hc) device experienced an umbilical hernia. The hernia was diagnosed after the start of pd therapy and required surgical intervention. Almost, three months after the onset of symptoms, the patient undergone an outpatient hernia repair procedure and began back up hemodialysis for undetermined time for healing hernia repairs. Additional information was requested but was not available.